Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed an error message. The programmer displayed an error message on start-up, the connector display needs to be cleaned and re-seated. The connectors were cleaned and re-seated resolving the issue. It was also determined at analysis that there was a small deviation in stylus position on the touch screen. The stylus cable had a cut, the inner shielding was visible but remains functional. The lower case and upper hinge cover plate were cracked. There was a bad response to the keyboard on the right side and the paper tray was nearly empty. The lower left and right bullets assy were broken, and the logo button was missing. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer displayed an error message. The device was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.